Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced a hypoglycemic event after a reported post-snack glucose spike during which the pump appeared to overcorrect, leading to a low glucose of 44 mg/dl while using a cd 23" infusion set; the user¿s endocrinologist later advised changing the glucose target from high to normal, and the user reported that assistance was needed to obtain rapid-acting carbohydrates because they were on an upper floor and did not feel well enough to retrieve them. Symptoms included shakiness and tongue numbness. Outcomes included stabilization of blood glucose after oral fast-acting carbohydrates without medical intervention or hospitalization, with time below range reported as approximately 30 minutes and no ketone testing. Investigation included a review of the event details and user feedback, as well as troubleshooting and education. Investigation of this case revealed a hypoglycemic adverse event with unclear cause, with user-reported potential overcorrection and no confirmed device malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.